Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive to presses. No impact to the customer¿s blood glucose. Tandem technical support performed pump system check and found the to be functioning as intended. The customer continued to use the pump for insulin therapy.